Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: a pump with unknown serial number was not returned for evaluation. The reported high power event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Of note, it was reported that patient received tpa and heparin treatment. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the historical review of similar high power events, the most likely root cause of the high power event may be attributed to thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This event was reported in the q2 2019 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized with subtherapeutic international normalized ratio (inr), hemolysis with lactate dehydrinogase (ldh) greater than 1000 u/l, and increased ventricular assist device (vad) power. Vad thrombus was suspected and intravenous (IV) heparin was started. The patient had dark urine and urine analysis was positive for blood. Warfarin was put on hold and aspirin was continued. Ldh increased to over 2000 u/l and plasma hemoglobin was highly elevated. Tissue plasminogen activatory (tpa) infusion protocol was started. 2 doses of tpa was infused and ldh decreased after tpa infusion. Computed tomography angiogram (cta) of the vad was completed which did not reveal evidence of thrombosis, however, a large hematoma was compressing the right ventricle. Evacuation of the pericardial hematoma was completed resulting in ldh down trending. Intravenous (IV) heparin was restarted and aspirin was continued. Persantine 75 mg was started. IV heparin discontinued when inr was therapeutic. During admission, the patient was treated for acute chronic heart failure and hypertension and was discharged. The vad remains in use. No further patient complications were reported as a result of the event. This event was reported in the q2 2019 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.